Manufacturer narrative:
Emdr section h6, codes c19, d12 and d15 updated to reflect results of product history review. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for a type b acute aortic dissection accompanied by abdominal ischemia and lower limb ischemia using gore® tag® conformable thoracic stent graft with active control system. Upon placing the device, the tear entry was closed and the blood flow in the four abdominal branches was confirmed. Additionally, since the left external iliac artery was occluded, two gore® excluder® aaa iliac extender endoprosthesis (iliac extender) were placed from the common iliac artery down to the external iliac artery; however, no blood flow from the distal edge of the iliac extender device was observed on the angiography. A part of the guidewire was passing through the false lumen, and the distal end of the iliac extender device was considered to be positioned within the false lumen. A femoro-femoral bypass was performed. The patient tolerated the procedure. On (B)(6) 2025, the patient expired due to abdominal organ ischemia. The physician reported the prolonged duration of abdominal ischemia contributed to the patient's death.